Manufacturer narrative:
Date sent: 09/18/2009. Malformed clip, indicator wheel failure. Eval summary: the analysis results of the device found that it was received with the jaws in closed position. The trigger was manually assisted in order to open the jaws; one pear shaped clip was released. The device was cycled, fed and formed the remaining clips according to mfg specs. A batch record review was performed, and no anomalies were found during the mfg process.

Event description:
It was reported that during a lap cholecystectomy procedure, the surgeon fired the device across the cystic artery and after the device closed, fired, it would not open. The surgeon pulled the device off the cystic artery without tearing the tissue. The clip appeared to be in a j formation. Another device was used to complete the procedure. There was no noise heard or any excessive force to fire required. They used a second device to complete the procedure. There was no pt consequence reported. The below info was requested, but has not been received to date. If further info becomes available, a supplemental will be sent.